Event description:
Device report 2 of 2: ref MFR report: 1627487-2012-09810. The pt is implanted with two percutaneous leads from different lots. It was reported the pt experienced a headache in the recovery post permanent implant. The pt was taken back into surgery to perform an epidural blood patch. The pt was hospitalized and was kept under observation. Further f/u indicated the pt reported her symptoms have completely resolved and she is receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.